Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump volume was involved in over infusion. There was a reported intended rate of infusion of 6ml/hr. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of an over infusion was not confirmed through a review of the logs or reproduced during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. According to the log review the suspect pump module was never used on the reported event day. The drug/fluid involved for the reported over infusion incident was not provided by the facility. The review of the pcu event log began when the infusion parameters were first established on (B)(6) 2024 at 9:24 pm for a concomitant pump module sn (B)(6). A guardrails drug infusion of heparin (25000 unit in 250ml) with dose = 600 unit/h, rate = 6ml/h and volume to be infused (vtbi) = 240ml was programmed. On (B)(6) 2024, at 3:59 am the suspect pump module sn (B)(6) was attached as channel a, but never used. At 3:59 pm a restore infusion was selected on the concomitant pump module sn (B)(6) with a 30 minutes delay option, at 4:35 am key unit channel off was selected. This is the last recorded infusion, there are no errors recorded on the event day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion event was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, a040502, c0601, d15, d01 and g04037, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue

Event description:
It was reported that the large volume pump volume was involved in over infusion. There was a reported intended rate of infusion of 6ml/hr. There was patient involvement but unknown outcome.